Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation -chronic low back pain/ lumbar radiculopathy/ spinal pain. It was reported that the patient was having difficulty charging and it was taking longer to charge. Patient was currently charging and was getting excellent. Patient has been charging for 5-10 minutes. The manufacturer's representative (rep) reported that the impedance and connectivity check was good. Recharging interval showed: 40-100% for 51 min; excellent coupling, 30-90% for 1.6 hours; good coupling. No falls reported. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient had a poor connection during the times taking longer to charge. Rep stated they have not heard any complaints since last seeing patient.